Event description:
On (B)(6) 2009, the pt reported that, when she tried to deliver a bolus via her insulin infusion device, she noticed a "mass" in the cartridge. She stated that at first it looked like a mass of bubbles but now looks like a "piece of film." She said she changed her cartridge this morning. Using insulin she took out of the refrigerator and warmed in her hands. The pt was instructed to disconnect from her infusion headset and try to prime the air bubbles out. While priming, she stated it is not air bubbles but a "film". She stated she does not know if the insulin is expired. She is trying to use up insulin as she just received a new shipment. She was advised to change her insulin cartridge. She stated she is currently at work, but will do so when she gets home. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The cartridge was replaced and requested to be returned for evaluation.